Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2018-01648. It was reported that the patient developed an infection at their ipg and spinal incision. Patient was given antibiotics and had fluid aspirated from the pocket and spinal incision. In addition, the infection is causing the patient to experienced ineffective therapy. Surgical intervention may be pending.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2018-01648. Follow up revealed that the patient did not have an infection. Reportedly, the patient's ipg was filled with fluid which caused the ipg to migrate resulting in pain. As a result, the patient underwent surgical intervention on (B)(6) 2018 to have their ipg pocket revised. Issue has been resolved.